Event description:
It was reported that the patient had frequent premature ventricular contractions (pvcs), a heart rate of 30 with "a pacing spike, and no qrs". Both sensitivity and output were increased. Hours later, it was reported that frequent pacing spikes were seen on the monitor. The caller also reported that the patient was receiving percussion respiratory treatments. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.